Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown magnetic lug. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Case being performed was a total hip arthroplasty. Doctor was using a direct anterior approach and using stryker's direct anterior instrumentation. A magnetic lug was screwed into a tritanium cup, by hand, and attached to the offset impactor. After the cup was impacted, the lug nut would not come loose. The lug was so firmly tightened that it spun the entire cup in the acetabulum when the doctor attempted to loosen the lug nut. Doctor had to ream to a bigger size up in order to accommodate a larger cup. A replacement cup had to be used with the secondary, backup, lug nut.